Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
The customer reported an angle break on the evis lucera elite colonovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. He device was not returned to olympus, but was inspected by a third party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: " inspection of the air-feeding function, inspection of the objective lens cleaning function, leakage testing of the endoscope" . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for the evaluation of the reported issue. In addition to the foreign matter found in the nozzle, the following was found: loss of water tightness due to a damaged connecting tube and a pinhole in the water tube; due to clogging of the nozzle. No air was fed and the water supply volume did not meet the standard value; due to wear of the angle wire, the bending section could not be bent in the up direction, the light guide (lg) lens had a chip, the connecting tube had discoloration, teh suction cylinder was shaved; due to damage of the charge coupled device unit, a noisy image occurred, there was deterioration of the conneting tube an the lg lens was broken, resulting in poor light guide of the endoscope. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported an unspecified allegation regarding an evis lucera elite colonovideoscope to olympus. The device was returned, evaluated, and a foreign matter was discovered where the nozzle of the device was clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.